Event description:
Pharmacy reported a client of theirs came in to complain about one unit's packaging. Some of the product was sticking out of the aluminum package and the seal was not opened.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported the box of product was purchased last week. The issue was noted prior to use. Case was evaluated on (B)(4) 2014, no valid investigations were identified. Complaint sample was not received so initial investigation is inconclusive. Batch record was reviewed and no non-conformances were identified. A review of cases shows this was the only case for this issue and (B)(4) within the last 12 months. Trends will continue to be monitored by the complaints committee and events will be opened if required. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.